Manufacturer narrative:
This event occurred outside (B)(6). All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the distal conductor was distorted. It was also noted that the distal conductor had blood/body fluid (not obstructed), the inner tubing was kinked/buckled, there was blood in/on the helix mechanism and sleevehead, there was a tip seal observation, the lead was stretched, and the lead was damaged at implant. The analyst also noted that the helix will not function properly at this time due to the amount of dried blood in the distal conductor and the sleevehead.

Event description:
It was reported that during the implant the physician made multiple attempts to "fixate" the lead, but was unable. The lead was removed and replaced. No known patient complications were reported as a result of this event.